Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod deactivated after running 55 pulses, deactivating at the end of second prime. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to a needle mechanism failure. The pod data showed a drive stall did occur as a longer than expected open pulse count in the rotational sensor data occurred at the same time a dip in pulse widths occurred, indicating that the hook talons were slipping. No damages to the ratchet gear or hook talons were observed that would contribute to the slipping; it could not be conclusively determined what caused the hook talons to fail to detent the gear. It could not be determined if the failure to detent the gear impacted deployment as the pod was received fully deployed. The exposed soft cannula was observed to be torn. Despite the damage, the fluid had no issues traveling the complete fluid path. No leaks were observed coming from the tear or any other portion of the fluid path.